Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that an external blood leak occurred approximately 15 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed where the line connected to the connector of the venous header end cap of the dialyzer. The machine did not alarm. No bloodline damage was visible. The patient's estimated blood loss (ebl) was noted as being approximately 3 drops of blood. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The complaint device was not available for manufacturer evaluation. A picture of the complaint device was received from the user facility and was used to confirm a separation from the main line tubing to the venous din connector. However, since the actual complaint device was not returned, it was not possible to determine the cause of the separation. As such, a definitive conclusion regarding the complaint incident cannot be reached. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The complaint device was not received for analysis. However, the complaint investigator performed a visual analysis of the provided photograph which confirmed the separation from the main line tubing to the venous din connector. Although the reported event of separation was able to be confirmed, the cause of the disconnection was not able to be determined. The complaint has been deemed confirmed.

Event description:
A user facility reported that an external blood leak occurred approximately 15 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed where the line connected to the connector of the venous header end cap of the dialyzer. The machine did not alarm. No bloodline damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 3 drops of blood. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.